Event description:
On (B)(6) 2023, I underwent surgery at (B)(6) hospital in (B)(6) to have the inspire sleep apnea device implanted. Immediately after waking up from the procedure, I experienced severe pain. I was kept in the hospital, but despite their efforts, the medical team was unable to identify the cause of the pain. Eventually, I was discharged and began seeking treatment to address the ongoing discomfort. Then, in (B)(6) 2024, I was found unconscious and rushed to the hospital. One of the doctors suspected that the device was causing electrical shocks. The device was later removed, but I continue to experience persistent pain. Despite all the treatments and investigations, it all leads back to this surgery and the device being implanted, and I still have not received a clear explanation for my ongoing suffering. Inspire generator model 3028-air3654756. Sensing lead model/serial (B)(6).